Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, patient was admitted to hospital for a severe hyperglycemic episode. The patient was taken to the emergency room for treatment, at the time of admission blood glucose level was 800 mg/dl. The patient was released after spending a week in hospital. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.